Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 105 units and it was filled with approximately 146 units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.